Event description:
Complainant alleged that while attempting to treat a patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another set of electrode pads, was able to get one analysis and the device again was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.